Event description:
Same case as MFR report #3005099803-2009-00008. It was reported that during an unspecified endoscopic procedure, the guide wire coating detached. The target lesion was in the common bile duct. An extend jag precur/035/260cm guide wire had been advanced to the papilla when it was noticed that a part of the guide wire coating appeared "scraped". The procedure was continued with another extend jag precur/035/260cm guide wire. The second extend jag precur/035/260cm also appeared to have coating that appeared "scraped". The procedure was completed with a third extend jag precur/035/260cm guide wire. There were no patient complications reported with the patient's current condition listed as "good".